Event description:
It was reported that during the implant procedure, there was placement difficulty with the left ventricular (lv) lead. When trying the pass the guidewire down the lv lead to position it, the physician had great resistance. Once the physician used an increased amount of pressure, the guidewire eventually came out of the tip of the lead. It was withdrawn but each time with great difficulty and a large amount of resistance just before the ring electrode. The lv lead was removed and replaced. When trying to pass the guidewire through the lead again after desterilizing, there was again great resistance at the same point. It was eventually able to come out of the lead tip a couple of times, but on the third attempt, it became completely stuck in the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the lead was returned with the guidewire received in it. At the time of analysis, light force was applied, and the guidewire could be removed from the lead. Then, using the returned guidewire inserted into the lead by back loading, result was passed. The returned guidewire went through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.